Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. It was reported that the caller (nurse aide) was directed by the hcp to contact the manufacturer for assistance to have the pump shut off. The patient was directed by the hcp managing the pump to seek emergency care because they are "hallucinating really bad." It was unknown when the issue started. The patient could not get to hospital at first and paramedics eventually came for the patient. They attempted to call the local manufacturer¿s representative (rep), but did not reach them and indicated they did not leave a message notifying the rep of the situation. There were no further complications reported/anticipated.